Event description:
During arthroscopic shoulder surgery the image on the monitor was dark and distorted. The pt was anesthesized (total of one-hour), but no back-up was available so the surgery was discontinued. No problem was noted when checking the scope the previous day.